Manufacturer narrative:
On 25-aug-2021, the product investigation was completed. It was reported a male patient underwent an atrial fibrillation (afib) ablation procedure with a two (2) thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. Force issue & deflection issue. Pericardial tamponade occurred. During the operation of persistent af, the force was unstable after the catheter was zeroed. Then the device was repeated displayed to zero correction. The highest force reached 40-50 g. During the process of ablation, a steam pop occurred twice (force did not change significantly during the period of pop). Force was still not stable one hour after ablation. Switched another catheter to ablate for 0.5h, physician found that the catheter was unable to deflect or relax completely. Pericardial tamponade occurred, observed some pericardial effusion, blood pressure (80/50mmhg) and oxygen saturation decreased, performed a pericardial puncture immediately, drained pericardial effusion. Fifteen minutes later, the patient was awake. Surgeon changed the third catheter, continued to ablate for about 10 minutes, then completed the procedure. The patient was transferred to the general ward. Patient had no pericardial effusion today and was stable. Device evaluation details: visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30514949m number, and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 6-jul-2021, bwi received additional information regarding the event. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event: the physician felt that on the one hand there was a problem with the product pressure, on the other hand it might be related to his own operation, the patient was sent to the general ward after pericardiocentesis and recovered well. The patient outcome of the adverse event was reported as fully recovered. The patient required extended hospitalization because of the adverse event: yes, observe whether there is effusion after pericardiocentesis. A transseptal puncture performed with an unknown needle. Prior to noting the CT ablation was performed. The ablation started more than 1 hour after isolation of both pulmonary veins from the mitral isthmus line. Irrigated catheter was used in the event and the flow setting:- 25ml/min, the correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation, high flow. No error messages observed on biosense webster equipment during the procedure. Force visualization features used: graph, dashboard, vector and visitag. The visitag module parameters for stability were used: - 2.5 mm, 3s, point 3. Added respiratory gating and color options used prospectively: average, force, time, temperature and impedance. Additionally, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported a male patient underwent an atrial fibrillation (afib) ablation procedure with a two (2) thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. Force issue & deflection issue. Pericardial tamponade occurred. During the operation of persistent af, the force was unstable after the catheter was zeroed. Then the device was repeated displayed to zero correction. The highest force reached 40-50 g. During the process of ablation, a steam pop occurred twice (force did not change significantly during the period of pop). Force was still not stable one hour after ablation. Switched another catheter to ablate for 0.5h, physician found that the catheter was unable to deflect or relax completely. Pericardial tamponade occurred, observed some pericardial effusion, blood pressure (80/50mmhg) and oxygen saturation decreased, performed a pericardial puncture immediately, drained pericardial effusion. Fifteen minutes later, the patient was awake. Surgeon changed the third catheter, continued to ablate for about 10 minutes, then completed the procedure. The patient was transferred to the general ward. Patient had no pericardial effusion today and was stable. Steam pop is not MDR-reportable. The deflection issue is not MDR-reportable. The force issue is not MDR-reportable. Since the cardiac tamponade is life-threatening and might result in permanent impairment of a body function or permanent damage of a body structure, it is to be considered serious and MDR-reportable. This report is for the first of 2 MDR-reportable thermocool® smart touch® sf bi-directional navigation catheters. The 2nd catheter was reported under manufacturer reporter number 2029046-2021-00953.